Event description:
It was reported a patient was attached to a u46 liquid oxygen reservoir. A flow control valve accessory was not utilized. The patient expired approximately 24 hours later. Frost was noted on the oxygen supply tubing and the patient's face. The cause of death is not known.

Manufacturer narrative:
The device has not been returned. The serial number and physical location of device are not known. Based on the available information, it appears the incident occurred due to a flow control valve not being utilized, contrary to the instructions for use. If a flow control valve was not utilized the oxygen flow would exceed 10 lpm. Product labeling warns, "warning-do not exceed 10 l/min maximum flow." Labeling also states, "read patient operating instructions." Products operating instructions explain the use of a flow control valve and warns, "do not touch liquid oxygen or parts that have been in contact with liquid oxygen. Liquid oxygen is extremely cold (-297 degrees fahrenheit/-183 degrees celsius). When touched, liquid oxygen, or parts of the equipment that have been carrying liquid oxygen, can freeze skin and body tissue." We are coordinating with the healthcare facility to provide additional staff training on the proper use of liquid oxygen products.